Event description:
During bladder stone fragmentation procedure, (B)(6) alleges pt received a 3 5/8 inch burn on the buttocks. No medical treatment was necessary. Procedure was completed.

Manufacturer narrative:
The procedure took place at (B)(6). All f/u info came from (B)(6). This unit was used in multiple procedures on the same day. There was no report of malfunction, so the unit was not inspected or evaluated. (B)(6) confirms burn was a result of operator error. After f/u investigation with (B)(6), here are most likely causes of pt injury. The distal location required that the main prominence of the pelvis be resting directly over the coil. The pt's size (weight) made targeting difficult. Modulith is contraindicated for pts exceeding 300 lbs. The tech reduced the cushion pressure to "0", thereby lowering the pt's buttocks down onto the coil. The degree of contact was heightened when the tech loosened the pt foil, putting add'l weight of the buttocks on the coil. In addition to reviewing labeling, our technicians discussed the importance of maintaining a minimal amount of cushion pressure with the customer.